Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors , snapped whilst in use. Wires were exposed at the jaw. Instrument taken out and new tray used to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.